Event description:
A customer reported that during surgery, suction was lost. There was a delay of greater than 15 minutes, and the case was completed. No harm to the pt was reported. Initially, the reporter was unsure if possibly silver particles may have gotten into the pt's eye. Add'l info received at a later date, indicated that there were no silver particles in the pt's eye and it was reiterated that the pt did not suffer any harm.

Manufacturer narrative:
A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The facility did not request service. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).